Manufacturer narrative:
Correction: device not returned. Product available to stryker; reason for no evaluation. An event regarding infection involving a triathlon femoral component was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which there is no specific information in this patient. Device history review: indicate all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusion: streptococcus gallolyticus bacterium was identified based on the pathology report. Review of the event by stryker microbiology team concluded " based on the data reviewed it is not possible that the causative agent of this infection were introduced to the surgical site on the medical device implants. The medical review also concluded that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which there is no specific information in this patient. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened.

Event description:
The event is reported as part of a clinical study due to septic loosening of the femoral component. Reported slightly elevated esr (72) on (B)(6) 2016. On (B)(6) 2016 levels were repeated esr and crp. On (B)(6) 2016 there was no evidence of infection or loosening. On (B)(6) 2017 doctor ordered CT and bloodwork to rule out esr and crp. On (B)(6) 2017 the CT was reviewed indicating possible femoral loosening, therefore was sent for esr and crp. On (B)(6) 2017 found elevated crp and esr, loosening of femoral component, 20 cc aspirated. On (B)(6) 2017 aspiration showed no growth, but 34,000+ white blood cells.

Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s4; cat# 5536-b-400; lot# ctd4303, x3 triathlon cs ins size 11mm; cat# 5531-g-411; lot# ldz731, tritanium patella asymmetric; cat# 5552-l-320; lot# a1pe. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The event is reported as part of a clinical study due to septic loosening of the femoral component. Reported slightly elevated esr (72) on (B)(6) 2016. On (B)(6) 2016 levels were repeated esr and crp. On (B)(6) 2016 there was no evidence of infection or loosening. On (B)(6) 2017 doctor ordered CT and bloodwork to rule out esr and crp. On (B)(6) 2017 the CT was reviewed indicating possible femoral loosening, therefore was sent for esr and crp. On(B)(6) 2017 found elevated crp and esr, loosening of femoral component, 20 cc aspirated. On (B)(6) 2017 aspiration showed no growth, but 34,000+ white blood cells.